Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system was showing ¿low system memory¿ when going into the navigation screen. As of a few days prior to this event, the system had 97% free space. After clearing the message, there were no further issues moving on. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that logs were reviewed but insufficient information to determine root cause. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.